Event description:
It was reported the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use. The target lesion was slightly calcified. After five minutes of use, a noise was heard and the blades stopped spinning. The patient was stable post-procedure. It was further reported, no error message was displayed when the motor stopped. All activity was stopped. No visible defects were observed. The procedure was completed with a new jetstream catheter.

Manufacturer narrative:
Device eval by manufacturer: the jetstream device xc-2.4 was received by boston scientific for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no shaft damage. The functionality of the device was checked by setting up the product per the instructions for use. The device primed as designed. The device was activated, and the blades did not spin as designed. The devices motor was heard; however, no tip rotation was noticed. The devices pod was opened to inspect for damage. It was noticed the pinion gear had slipped off the drive shaft. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip would stop. The gear was slid back on the shaft and the device was activated. The device ran and the blades did spun for approximately 1 minute and 30 seconds, then the gear slid off the shaft. Device analysis determined the condition of the returned device was consistent with the reported information of failure to activate.

Event description:
It was reported the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use. The target lesion was slightly calcified. After five minutes of use, a noise was heard and the blades stopped spinning. The patient was stable post-procedure.

Event description:
It was reported the blades stopped spinning. A 2.4mm jetstream xc catheter was selected for use. The target lesion was slightly calcified. After five minutes of use, a noise was heard and the blades stopped spinning. The patient was stable post-procedure. It was further reported, no error message was displayed when the motor stopped. All activity was stopped. No visible defects were observed. The procedure was completed with a new jetstream catheter.